Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse connected system trainer, and allowed the unit to operate on the trainer. The fse was unable to duplicate an "air leak" or "air leak alarm". The fse then performed a pm, a full calibration, and tested the unit. The unit worked to the manufacturer¿s specs and was cleared for clinical use, and was returned to the customer.

Event description:
N/a

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) had a air leak. There was no patient harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.